Manufacturer narrative:
This report was incorrectly submitted due to a misunderstanding of the complaint. The surgiguide did not malfunction, nor did it cause or contribute to a death or serious injury. The surgiguide was a concomitant product in the event. The device that malfunctioned and caused the event to happen was the atlantis abutment. A separate MDR will be submitted for the abutment.

Event description:
A customer reported they were able use a surgi-guide to place implants on the right side only. They were not able to use the guide on the left side because the abutment was rotated.

Manufacturer narrative:
The investigation showed that the rotation was incorrect due to an error in the implant library. Therefore, because the surgery could not be completed due to the malfunction and an additional surgery is needed, this event is reportable per 21 cfr part 803.